Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a prolonged low glucose episode approximately four hours after breakfast, dropping from a previously high reading to 51 mg/dl for about 45 minutes, treated with oral glucose, while using the ilet system. The event was associated with announcing smaller-than-actual meals and concerns that meal doses were too large, and a factory reset was completed with plans for additional training on meal announcements and continuous glucose monitor (cgm) target settings. Symptoms included shaking consistent hypoglycemia. Outcomes included the need for unexpected medication intervention to treat the low. Investigation included communications with the user, analysis of user-provided information, and review of use procedures. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, with relevance to the user interface during meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.